Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) : the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
Asku

Event description:
A bi-ventricular defibrillator system was returned. Information identified in the manufacturer's database noted the patient died six months post the implant of the bi-ventricular device. Cause of death was requested and not received.